Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). (B)(6) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon might be attributed to the camera cable failure which might be breaking of wire due to bending or torsion external force being applied to the camera cable during using, moving, installing or reprocess in the facility. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.